Event description:
Implant is not healed. Implant was in function for 15 months and it lost integration.

Event description:
Implant is not healed. Implant was in function for 15 months and it lost integration.